Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been off the needle and pressed back into the channel so its sides are splayed over the channel edges. The t2 was returned on the needle. The suture is attached to the implants but has been pulled from under the depth straw to hang loose. The variable depth straw was not returned. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 has already been deployed, then placed back onto the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended misuse or failure of the deployment mechanism. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t1 of the ultra fast fix could not be deployed and broke. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The t1 implant was removed from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).